Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak discovered when a cassette was removed from the cycler. Fluid leaked from what looked to be the two pumps inside the cassette door. Fluid was not found on the external part of the cassette. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The event happened while the patient was doing a treatment in the clinic as a training opportunity. The cycler and the cycler set are available to return as sample products.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak discovered when a cassette was removed from the cycler. Fluid leaked from what looked to be the two pumps inside the cassette door. Fluid was not found on the external part of the cassette. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The event happened while the patient was doing a treatment in the clinic as a training opportunity. The cycler and the cycler set are available to return as sample products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak discovered when a cassette was removed from the cycler. Fluid leaked from what looked to be the two pumps inside the cassette door. Fluid was not found on the external part of the cassette. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The event happened while the patient was doing a treatment in the clinic as a training opportunity. The cycler and the cycler set are available to return as sample products.